Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.6. Date: (B)(6) 2011, (meter b) inratio: 1.8, lab: 15.1, 1.6. Customer has two inratio meters and did not know which meter that was used for date from (B)(6) 2011. Less then 30 minutes between meter test and hospital drawn. Pt had bruising on her leg, and was admitted into the hospital because her inr was sub therapeutic.

Manufacturer narrative:
Investigation pending.